Manufacturer narrative:
Unknown when device stopped working properly. Additional product code: gxl. Device is an instrument and is not implanted/explanted. A review of the device history records has been performed: serial/lot no: (B)(4)/6087080, a service history of the past three years has been reviewed. The item was previously returned for service on (B)(6) 2013 and (B)(6) 2015 due to motor failure. The customer called in a service request for this item on (B)(6) 2015 and reported that the device is inoperable. The previous service conditions of motor failure are relevant to the current complained issue of device is inoperable. The manufacture date of this item is 17-feb-2009. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. Service and repair evaluation has been performed: the customer reported the motor was sluggish. The item passed testing and worked within normal parameters. The complained issue was not able to be reproduced. The cause of the complained issue is unknown. This item was returned to the customer on 4-aug-2015. The evaluation was unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that part 05.000.008 (hand piece for battery powered driver) motor is sluggish. The customer is not sure when this was discovered. This malfunction was discovered during surgery, no more additional information is available. This report is 1 of 1 for (B)(4).